Manufacturer narrative:
Product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 64002 lot#: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3387s-40 lot# v027834, implanted: 2007 (B)(6), product type lead product ID: 3387s-40 lot# v031485, implanted: 2007 (B)(6), product type lead. (B)(4).

Event description:
Follow up information received confirmed that lead component of the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2013. It was planned that the lead will then be connected to the ins battery on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that ever since the patient had replacement surgery after an injury, it hadn't been possible to get really good control of the tremor on the left side of the patient's body. The reporter stated that the patient had relatively high settings and if the patient was fatigued at all, his symptoms were basically at the verge of being "out of control". The reporter decided against using a constant current due to the associated inefficiency although "everything else" had been attempted. The patient was initially programmed to 4+,5- at an amplitude of 4v, pulse width of 260's and frequency of 185 hz. The reporter indicated that the patient wasn't getting any side effects, just lack of efficacy. Impedance measured at electrode pair 5,6 was 71 ohms. All other measurements were within normal limits. It was however, noted that impedances were tested in the operating room and they were "great" and the lead was noted to have been good. The patient was then programmed to c,5 and felt a "shock" like he was "in an electric chair". The reporter indicated that this was because the patient's setting was quickly increased to 2v from 0v. The reporter thought it was okay since the patient was previously at 4v. Troubleshooting led to 95% tremor control at 2v. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the exploratory surgery was performed the week prior to the report. It was stated that the right lead was "fractured." It was indicated that putting another lead in the ventral intermediate or internal globus pallidus was being considered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that there was low/out of range impedance values. It was stated that electrode pair 5, 6 read 67 ohms and that those two electrodes were involved in the short in the system. It was stated exploratory surgery to test lead impedences was planned. It was stated that the patient was receiving minimal therapy on the left side of her body. No further information was known at the time of report.

Event description:
Follow up information received confirmed that exploratory surgery was performed which identified that the lead component of the patient's implantable neurostimulator (ins) system was the issue for the impedance issue. A lead replacement procedure was scheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the lead was connected to the new battery and impedances were normal. The previous lead was not explanted. If additional information is received, a follow up report will be sent.

Event description:
A healthcare professional later reported that there was a broken electrode in 2013/2014 that was replaced.

Manufacturer narrative:
Patient code added upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.